Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bag/vent switch was ordered for replacement. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a failure of the unit to switch to mechanical ventilation when requested, during preuse checkout. There is no report of patient involvement.

Manufacturer narrative:
Additional information was received that the reported fault was caused by a use error; liquid got into the microswitch. No reported patient injury. The clinician has the option to switch to the bag position to manually ventilate the patient if mechanical ventilation is in question. This failure was not reportable. Additional information was received that the reported fault was caused by a use error; liquid got into the microswitch. No reported patient injury. The clinician has the option to switch to the bag position to manually ventilate the patient if mechanical ventilation is in question. This failure was not reportable.